Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with poor vacuum. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred during the irrigation / aspiration portion of a cataract surgery. The case was completed. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on november 11, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that the system experienced poor vacuum. Additional information noted that the issue occurred after phaco when the surgeon was drawing fluid from the patient¿s eye. The surgeon used another system to complete the case. There was no patient impact. A service record ((B)(4) was opened september 14, 2017. The sr was cancelled, the customer resolved the issue. The system was manufactured on november 11, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event of aspiration issues was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).